Event description:
In a series of stent cases using the j&j stent, the c-thru intermediate 300 cm st tipped wire was used to cross lesions. An asuka was used to pre-dilate stenosis. After j&j stent was delivered and exchanged for the asuka balloon, the wire performance changed and the friction felt on wire increased the balloon could no longer be moved on the wire and the balloon and wire were withdrawn as a system. Teflon coating appeared to have been scraped off of the wire. All problems occurred after j&j stent delivery.